Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Subsequently the customer received a continuous glucose monitor (cgm) error 42. Pump was reset to resolve the issue. Additionally, the customer received a power source alert, however, the customer resolved the issue and declined to provide any additional information. The customer¿s blood glucose was 150(mg/dl).